Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2015 to have a new fixture/abutment implanted as the original fixture was stripped and therefore no longer functioning. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): device is currently no available.